Event description:
Boston scientific received information that this pacemaker would not deliver pacing when required. A procedure was performed and the lead was surgically abandoned and the device was explanted. No further adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.